Manufacturer narrative:
(B)(4) captured the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days post implant of this right ventricular (rv) lead, the patient presented due to mild chest pain. An echocardiogram was performed and there was no evidence of a pericardial effusion. It was noted the patient is pacer dependent and an increase in pacing thresholds was observed. The pocket was reopened and this lead was successfully repositioned. No additional adverse patient effects were reported.